Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad was treated. Approx 13 days post index procedure the patient suffered rectal bleeding. The patient was on dapt 24 hours prior to the event. The event was treated with medication. The investigator and safety assessed the event as not related to the index device but possibly related to anti-platelet medication. The patient recovered.